Event description:
I think we have a bad batch of novii patches. The last couple of weeks we have been struggling with the monica wireless monitor. Twice it's said the pin was having an error. We pulled another one from a different batch and it worked instantly.